Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 06/11/2014. Device evaluation: the device has been returned and evaluated by product analysis on 06/06/2014 with the following findings:.alarm verified in the black box and history. Visible moisture in pump. Leak test failed due to display lens leak. Opened pump and removed from case. Moisture and corrosion on all internal surfaces.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged a call service alarm(cs 052/053/054/055 sleep) issue. There is no indication that the issue contributed to an adverse event. The reporter has lost confidence in the pump and requested replacement. This complaint is being reported as it is unknown if the issue was resolved.